Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (same lot) implanted as part of her scs system. It was reported during a procedure to explant and replace the patient's ipg (reference MFR. Report#: 1627487-2017-02127), intra-op testing revealed the patient's lead reflected high impedance readings. In turn, the leads were explanted and replaced with a different model. Reportedly, effective stimulation was restored following the procedure.